Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 17-dec-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving ing morphine drug (30mg/ml at 1.44mg/d) via an implantable pump for non-malignant pain and failed back surgery syndrome. Other medications included marcaine 10mg/ml. It was reported that the patient came for pump replacement because the pump was at normal end of service (implanted for 80 months). The doctor was unable to aspirate the catheter, so he revised the catheter on (B)(6) 2021 with a 8780 catheter. He consulted the managing doctor to reduce the daily dose due to the catheter issue. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report.